Event description:
Consumer complaint of about erratic blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 90-115mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 109mg/dl and 113mg/dl fasting. Reviewed meter memory: 11 mg/dl (B)(6) 2015 04:36:00 pm fasting: yes; 97 mg/dl (B)(6) 2015 01:06:00 pm fasting: yes; 98 mg/dl (B)(6) 2015 11:53:00 am fasting: yes; 97 mg/dl (B)(6) 2015 09:20:00 pm fasting: yes; 92 mg/dl (B)(6) 2015 10:39:00 am fasting: yes.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about erratic blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 90-115mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 109mg/dl and 113mg/dl fasting. Reviewed meter memory: (B)(6).